Event description:
The customer reported that a coulter hmx hematology analyzer with autoloader's manual probe was leaking a few drops of diluent. No system errors were generated. The leak was not contained within the instrument and leaked onto the counter. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a gown, goggles and gloves. There was no exposure to healthcare worker's uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to address this event. The field service engineer (fse) observed that the source of the leak was the secondary probe. It was also observed that the rinse block was not going all the way down. The screw that secured the rinse block in place was loose. The fse tightened the screw and the rinse block had full mobility. There was no further evidence of leaking. The instrument was subsequently returned back into operation. The cause of the event was a loosened rinse block. No discrepant results were generated for this event however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).